Manufacturer narrative:
On 23jan2019. Reporter phone number unknown. The philips (B)(4) representative tested the ventilator and no malfunctions were found. The customer reported that the ventilator did not malfunction. The ventilator is currently back in patient use. The customer's report suggested that the patient died due to decline in the patient's medical prognosis and that the ventilator did not malfunction during this event. The philips (B)(4) representative tested the ventilator and found no abnormalities.

Event description:
The customer reported that the oxygen saturation of the patient decreased and "avaps: target vt exceeded. Min pressure too high" message displayed on the ventilator screen while the device was in use and the leak displayed more than 100l. The doctor adjusted the mask fitting and the patient's work of breathing slightly improved; however, the patient's oxygen saturation and breath rate decreased and the patient expired. The patient used the ventilator during bedtime for a period of three days. The customer's report suggested that the patient died due to decline in the patient's medical prognosis.